Event description:
It was reported that this electrode was exhibiting a high shock impedance measurement of greater than 400 ohms. Surgical intervention was performed and when the physician went to pull on the electrode, it was discovered to have not been properly inserted into the header of the device. Damage was also observed with the electrode. The s-ICD was explanted and replaced. With a new s-ICD connected to the existing electrode, defibrillation testing was performed successfully. The electrode remains in service and there were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this electrode was exhibiting a high shock impedance measurement of greater than 400 ohms. Surgical intervention was performed and when the physician went to pull on the electrode, it was discovered to have not been properly inserted into the header of the device. Damage was also observed with the electrode. The s-ICD was explanted and replaced. With a new s-ICD connected to the existing electrode, defibrillation testing was performed successfully. The electrode remains in service and there were no additional adverse patient effects reported.